Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") and device dislocation ("migration of the device/ migration of the device- location of device: endometrial cavity") in a 29-year-old female patient who had essure (batch no. 626506/ 624838) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma and wheezing. Previously administered products included for an unreported indication: qvar in 2006 and albuterol in 2000. Concurrent conditions included nausea, headache, migraine and bacterial vaginosis. Concomitant products included famotidine (pepcid), hydromorphone hydrochloride (dilaudid), ibuprofen (motrin), ondansetron (zofran) and ranitidine hydrochloride (zantac). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2015, 7 years 3 months after insertion of essure, the patient experienced dyspareunia ("dyspareunia / pain during intercourse"). On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia/ apareunia( inability to have sexual intercourse)"). On (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea( cramping)") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device expulsion ("malposition of essure: uterus/migration of essure: endometrial cavity"), menstrual disorder ("menstrual bleeding"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (bilateral salpingectomy) and surgery (underwent removal of the device due to complications from the essure). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, device expulsion, menstrual disorder, menorrhagia, vaginal haemorrhage and female sexual dysfunction outcome was unknown and the dysmenorrhoea, dyspareunia, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure coils with 3 or 4 coils noted extending from ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed essure device successfully occluded (B)(6) 2008: acute abdomen with chest x-ray report - impression: chest without evidence of infiltrate, congestion. No evidence of bowel obstruction or free intraperitoneal air. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jul-2018: quality-safety evaluation of ptc. On 22-jun-2018: plaintiff fact sheet received. Event onset date updated. Concomitant and historical drug added. No new significant information was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ migration of the device/ migration of the device- location of device: endometrial cavity/ malposition of essure: uterus") in a 29-year-old female patient who had essure (batch no. 626506/ 624838) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma and wheezing. Previously administered products included for an unreported indication: qvar in 2006 and albuterol in 2000. Concurrent conditions included nausea, headache, migraine and bacterial vaginosis. Concomitant products included famotidine (pepcid), hydromorphone hydrochloride (dilaudid), ibuprofen (motrin), ondansetron (zofran) and ranitidine hydrochloride (zantac). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2015, 7 years 3 months after insertion of essure, the patient experienced dyspareunia ("dyspareunia / pain during intercourse"). On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia/ apareunia( inability to have sexual intercourse)"). On (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea( cramping)") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menstrual disorder, menorrhagia, vaginal haemorrhage, female sexual dysfunction, depression and anxiety outcome was unknown and the dysmenorrhoea, dyspareunia, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure coils with 3 or 4 coils noted extending from ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed essure device successfully occluded. (B)(6) 2008 : acute abdomen with chest x-ray report - impression: chest without evidence of infiltrate, congestion. No evidence of bowel obstruction or free intraperitoneal air. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2018: pfs received:event depression and anxiety added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") and device dislocation ("migration of the device") in an adult female patient who had essure (batch no. 626506, 624838) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma and wheezing. Concurrent conditions included nausea, headache, migraine and bacterial vaginosis. Concomitant products included famotidine (pepcid), hydromorphone hydrochloride (dilaudid), ondansetron (zofran) and ranitidine hydrochloride (zantac). On (B)(6) 2008, the patient had essure inserted. In 2017, the patient experienced dyspareunia ("dyspareunia / pain during intercourse") and female sexual dysfunction ("apareunia "). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion ("malposition of essure: uterus/migration of essure: endometrial cavity"), menstrual disorder ("menstrual bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal vaginal bleeding"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (bilateral salpingectomy and underwent removal of the device due to complications from the essure). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, device expulsion, menstrual disorder, menorrhagia, vaginal haemorrhage and female sexual dysfunction outcome was unknown and the dysmenorrhoea, dyspareunia, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure coils with 3 or 4 coils noted extending from ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed essure device successfully occluded (B)(6) 2008 : acute abdomen with chest x-ray report - impression: chest without evidence of infiltrate, congestion. No evidence of bowel obstruction or free intraperitoneal air. Most recent follow-up information incorporated above includes: on 5-apr-2018: plaintiff fact sheet and medical record received: reporters, patient demographic, concomitant disease and medications, essure lot number 626506, 624838 and events (abnormal bleeding (vaginal, menorrhagia), apareunia, dysmenorrhea, dyspareunia, malposition of essure: uterus, perforation (uterus),abdominal pain, severe cramping) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/ migration of the device/ migration of the device- location of device: endometrial cavity/ malposition of essure: uterus') and fallopian tube perforation ('fallopian tube perforation') in a 29-year-old female patient who had essure (batch no. 626506/ 624838) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and wheezing. Previously administered products included for an unreported indication: qvar and albuterol. Concurrent conditions included nausea, headache, migraine and bacterial vaginosis. Concomitant products included famotidine, hydromorphone hydrochloride (dilaudid), ibuprofen (motrin), ondansetron (zofran) and ranitidine hydrochloride (zantac). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia / pain during intercourse"), 7 years 3 months after insertion of essure. On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia/ apareunia( inability to have sexual intercourse)"). On (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea( cramping)") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (bilateral salpingectomy ). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, menstrual disorder, female sexual dysfunction, depression and anxiety outcome was unknown and the menorrhagia, dysmenorrhoea, dyspareunia, vaginal haemorrhage, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure coils with 3 or 4 coils noted extending from ostia. Discrepancy noted : date of hsg test (B)(6) 2008 as per pfs. Essure insertion date discrepancy: (B)(6) 2008. Patient received treatment for pain, bleeding, perforation, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: confirmed essure device successfully occluded. Diagnostic results: (B)(6) 2008 : acute abdomen with chest x-ray report - impression: chest without evidence of infiltrate, congestion. No evidence of bowel obstruction or free intraperitoneal air. Lot number:624838 manufacture date:2007-06 expiration date:2009-05. Lot number:626506 manufacture date:2008-01 expiration date:2009-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/ migration of the device/ migration of the device- location of device: endometrial cavity/ malposition of essure: uterus') and fallopian tube perforation ('fallopian tube perforation') in a 29-year-old female patient who had essure (batch no. 626506/ 624838) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and wheezing. Previously administered products included for an unreported indication: qvar and albuterol. Concurrent conditions included nausea, headache, migraine and bacterial vaginosis. Concomitant products included famotidine, hydromorphone hydrochloride (dilaudid), ibuprofen (motrin), ondansetron (zofran) and ranitidine hydrochloride (zantac). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia / pain during intercourse"), 7 years 3 months after insertion of essure. On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia/ apareunia( inability to have sexual intercourse)"). On (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea( cramping)") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (bilateral salpingectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, menstrual disorder, female sexual dysfunction, depression and anxiety outcome was unknown and the menorrhagia, dysmenorrhoea, dyspareunia, vaginal haemorrhage, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure coils with 3 or 4 coils noted extending from ostia. Discrepancy noted : date of hsg test (B)(6) 2008 as per pfs. Essure insertion date discrepancy: (B)(6) 2008. Patient received treatment for pain, bleeding, perforation, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: confirmed essure device successfully occluded. Diagnostic results: (B)(6) 2008 : acute abdomen with chest x-ray report - impression: chest without evidence of infiltrate, congestion. No evidence of bowel obstruction or free intraperitoneal air. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: event outcome of vaginal hemorrhage, menorrhagia were updated as recovered/resolved. Rcc note added. Fallopian tube perforation added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent removal of the device due to complications from the essure). Essure was removed. At the time of the report, the device dislocation and menstrual disorder outcome was unknown. The reporter considered device dislocation and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed essure device successfully occluded incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.